Event description:
Used a percutaneous kit on a pt. They followed up immediately afterwards with bronchoscope and found a small portion of la336 orange label in the pts lung. They removed the label and no pt adverse outcome.